Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced a wet tap during a trial on (B)(6) 2023, causing headache and pain to the patient. The trial leads were explanted and the patient was prescribed headache medication to address the issue. Investigation was unable to determine which of the trial leads attributed to the event.

Manufacturer narrative:
Additional component potentially involved in the event includes: common device name: scs trial lead, model: 3086, UDI: (B)(4), serial: (B)(6), batch: a000132196.